Manufacturer narrative:
A visual inspection, additional testing methods, and dimensional analysis were performed on the returned device. The reported difficulty in positioning the catheter and catheter prolapse within the anatomy were not able to be confirmed due to the operational context of the reported issues. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported prolapse which caused unintended travel of the catheter within the anatomy appear to be related to circumstances of the procedure. The device was returned with multiple kinks, which is consistent with causing the reported difficulty in positioning the guidewire and device prolapse. The guidewire exit notch was also noted to be torn, which was likely caused by and during the reported difficulty in positioning the guidewire; however, was reportedly not noted during use and may have also been caused during device return handling. In this case, it is likely that the patient¿s anatomical conditions or the use techniques employed caused the observed catheter damage. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the dragonfly opstar imaging catheter was to be used in the circumflex (cx) lesion. However, the imaging catheter looped into the anterior interventricular artery while the guide was in the cx. Therefore, the imaging catheter was removed and another device was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Returned device analysis found there was longitudinal tearing of the exit notch distally for approximately 0.5 millimeters.